Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 430 mg/dl. Customer reported that the high blood glucose caused because insulin pump turned off due to low battery when he was sleeping. Customer had been using insulin pump system within 48 hours prior to reported event. No further details given about auto mode use. Insulin pump will not be returned for analysis.